Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 curved tip stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a blue 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of master supervisory controller (msc) and digital signal processing (dsp) logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the logs for the sureform stapler associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: dsp logs were not available, so the procedure review dashboard was used to collect data on the installs. Logs show the instrument was installed on the system 2x and fired no reloads. On install 1, the system failed to detect a reload was loaded in the jaws. On the next install, the user utilized the gui to select the green reload via the gui on the surgeon side console touchpad, however the color selected was not accepted by the system. It is possible the selected color was outside of the expected range. The instrument was not used again in the procedure. Msc logs show two engagement failures with a sureform 45 curved-tip stapler, however engagement logs were not available for either instrument. Review is unable to confirm which instrument experienced engagement issues. Msc logs show two instances of error code 22020, indicating that the input discs were not at the expected location when the instrument was installed. There were no additional stapler related errors in the msc logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler jaws would not open. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not grasping tissue when the issue occurred. There was no unplanned tissue removal.